Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 10 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. Scratches were observed around the black discoloration area. A general rough texture were determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic hernia repair, the subject device was used in combination with the generator sonosurg-g2. The probe of the subject device broke off. The intended procedure was completed with another device. There was no patient injury reported.